Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the water removal ability was found not meet the standard value due to clogging of the nozzle. In addition to the reportable malfunction of foreign object coming out of the air/water (a/w) nozzle, the evaluation found the following non-reportable malfunction(s): due to damage on up/down knob, water tightness was lost; due to wear of angle wire, bending angle in up direction and the play of up/down knob did not meet the standard value; scratches on light guide lens, bending section cover, connecting tube, universal cord, protector of universal cord on control section side; distal end had a dent; adhesive on bending section cover had a chip and a white clouded area; adhesive around objective lens was peeled and had a white clouded area; control unit had discoloration; universal cord had a wrinkle. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had weak supply of air/water (a/w) during a screening procedure. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.